Event description:
The account alleged the brake casters rotate to the side when the bed is pushed and the brakes are set. No injury reported.

Manufacturer narrative:
The account replaced the brake casters to resolve the issue.